Event description:
It was reported that during the pacemaker system implant procedure, this right ventricular (rv) lead was positioned at the apical location. During intraoperative testing on pacing system analyzer (psa), no diaphragmatic myopotentials were detected. However, after connection of the leads to the device and during ventricular testing threshold, low-amplitude noise was observed. A provocative maneuver consisting of a deep inspiration by the patient revealed the presence of diaphragmatic myopotentials that were not initially detected, with amplitudes measured up to 0.8 mv. It was recommended to reposition this lead to a more septal location to reduce the risk of oversensing. The physician decided not to modify the lead position. This rv lead currently remains in service. No adverse patient effects were reported.